Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. The device was not properly evaluated due to parts being disposed and the device sent through the refurbishment process prior to evaluation. The device is no longer in its as received condition to evaluate for the customer reported issue. As part of the refurbishment process there is a required list of parts that are replaced to meet the criteria of refurbished. Device components were replaced as part of that process and the device is required to pass all device inspections and testing to verify it is in full working order prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during chemotherapy (dose, programmed amount and delivery rate unknown), which caused build up of pressure and tube failure that lead to a chemo spill. There was no known patient injury or medical intervention associated with this event. No additional information is available.